Event description:
It was reported that while burring the distal femur through the bur template (B)(4), the collar on the bur broke. The bur then plunged about 1 cm deeper into the femur. No further consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was not returned for evaluation. Lot no. Details were not provided to assist with further investigation. It was not possible to determine the definitive root cause for the alleged breakage.